Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 300 - 600 mg/dl. Cause was not known. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.